Manufacturer narrative:
Hamilton medical ag case number is cer (B)(4). Investigation ongoing.

Event description:
The following was reported to hamilton medical ag: · the hamilton connect module (hcm) caused connection issues. The control board got changed to solve this issue. Then the ventilator device didn't pass the self-test and did no longer started up. · it's not reported if this occurred before, during or after patient ventilation. · the alarms were observable both visually and through hearing. Crc error (tf 481002, crcerror). · the malfunction was reproducible. · there is no patient involvement reported. · there was no need for any medical intervention reported. · neither delay in treatment nor harm to the patient, user or third party has been reported. The investigation is still ongoing.

Event description:
The following was reported to hamilton medical ag: the hamilton connect module (hcm) caused connection issues. The control board got changed to solve this issue. Then the ventilator device didn't pass the self-test and did no longer started up. It's not reported if this occurred before, during or after patient ventilation. The alarms were observable both visually and through hearing. Crc error (tf 481002, crcerror). The malfunction was reproducible. There is no patient involvement reported. There was no need for any medical intervention reported. Neither delay in treatment nor harm to the patient, user or third party has been reported. The investigation is still ongoing.

Manufacturer narrative:
Hamilton medical ag case number is (B)(4). Investigation ongoing. Follow-up 1 - corrected information: UDI related data quality updates only. Field d4 was updated with full UDI information as requested.